Manufacturer narrative:
Actual device involved in incident was evaluated. Electrical tests performed on the returned pendant. Eprom was not seated correctly. Eprom was not seated correctly in the socket. The pendant cable was found to affect reference voltage by stretching/moving the cable. The intermittent connection of the eprom with the socket and/or the wear and tear of the pendant cable have been determined to be the root cause of this issue. The unexpected motions can be immediately stopped by simply releasing the meb on the hand pendant, so the probability of a serious injury is improbable. However, due to the unexpected nature of the motions, varian has determined that a MDR is warranted. The unexpected motions were most likely due to an internal disruption of electrical signals int he hand pendant, though the specific failure mode can not be reproduced. Varian engineering is developing an enhancement to the current pendant design to board-mount the eprom to the pcb rather than socket-mount, removing the possibility of chip dislodgement. In addition, modifications to the pendant cable are being considered for future releases to reduce wear and tear on internal wiring that could also disrupt electrical signal flow. Based on these investigation results, varian has determined that a mandatory field correction is not warranted.

Event description:
A varian service representative was on site to work on a portal vision (pv) issue and a slow gantry rotation complaint by the customer. The service representative pressed the motion enable bars (mebs) of the hand pendant, and without any motion commands the gantry started to rotate clockwise, the collimator counter clockwise, and the couch counter clockwise. There was no injury as a result of this event.